Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to loose or protruded drive support disk. Device received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported that the insulin pump was cracked near the battery from the edge to the window. Customer stated that she was in treatment and the insulin pump was stored in nurse's office since march; it may have been damaged then. Blood glucose value was 185 mg/dl. Nothing further reported.